Event description:
Nerve integrity monitor (nim) tube size 6 ref # 8229306 lot # 0205875412 placed in patient per crna. After attaching all appropiate conections in nim monitor there was no signal from left side wires. The tube was then switched out per anesthesia for another size 6 that worked correctly.